Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in belgium. It was reported that the patient experienced an infusion set adhesive failure where the tape did not adhere to the skin during the insertion process. The reported issue occurred on (B)(6) 2026. No further information available.